Event description:
It was reported that the surgeon chose the aimer and inserted it from the tibial tunnel so that the end of the femoral tunnel placement guide slips in to the over the top position. At that time, the surgeon extended the knee and changed the knee position of 90 degree, but the aimer instrument broke.

Manufacturer narrative:
No injury to the patient was reported. The unit has not yet been received, thus the issue could not be confirmed. Without a physical examination of the instrument for this complaint, it is difficult to determine an exact root cause. The assumed root cause is poor handling and abuse from the account. This instrument was validated to withstand a minimum of 50lbs bending force. Normal use would not result in forces over 50lbs be applied to the instrument. Monitoring of this issue will continue.